Event description:
It was reported that noise, inappropriate mode switching, undersensing, and pacing inhibition was observed on the right atrial (ra) lead while the patient was undergoing ergometry testing. The patient is not dependent on atrial pacing. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.